Event description:
The pt was enrolled in the matrix study. During the procedure an aneurysm rupture occurred. According to the main investigator of the center this serious adverse event is procedural related, but the device is not related and subject's prior medical condition is not related. Diagnosis: headache. Clinical outcome: resolve with residual effects. Pt injury/complications: yes, resolved with residual effects. Pt in intensive care unit with improvement. The device is not available for technical eval.